Event description:
Per the surgeon, the patient¿s dura was accidentally penetrated by the drill during surgery. The patient was admitted to the hospital for 24 hours with treatment of prophylaxis antibiotics. Per the surgeon the patient is suffering no complications.